Event description:
Treatment of a small and irregular saccular aneurysm measuring 8.4mm located in the left mca (middle cerebral artery). The patient was on dual anti-platelet therapy (aspirin and plavix) before and after the procedure. Heparin was administered intra-operatively. On (B)(6) 2013, the patient underwent pipeline (2.50mm x 10mm) embolization treatment without issues. In (B)(6) 2013, the patient presented with aphasia due to a stroke that was probably related to a reduction of efficacy of the anti-platelet therapy. An MRI (magnetic resonance imaging) revealed an aspect of cva (cerebral vascular accident) with occlusion of the carotid artery on the same side the pipeline was implanted. There was circulation in the carotid artery; therefore, no intervention was needed as nothing else was detected. In (B)(6) 2013, an MRI revealed the pipeline was patent. The patient had an mrs score of 2 and went back to work. On (B)(6) 2014, the patient returned for a control angiogram and broken distal piece of the pipeline capture coil (which was not seen before) was found in the petrous segment of the left ica. The patient was in "okay" condition and there will be no attempt to remove the broken segment from the patient.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the pipeline was implanted in the patient and the broken pushwire segment remains in the patient. (B)(4).